Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went to a hospital because a patient alert on the device sounded. During the follow up, the physician realized that the right ventricular (rv) lead pacing impedance was 3000 ohm. It was also noted that the rv lead was oversensing. A surgical intervention was done which determined the set screw of the device was not in the correct place on the rv lead. The physician did measurements, first with an analyzer then via the device and all measurements were acceptable. The device and rv lead remain in use. No patient complications have been reported as a result of this event.